Event description:
It was reported that an ems was used during a laparascopic hernia repair procedure. It was reported by the affiliate that the device had jammed staples. There was no consequence to the pt.